Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded three ventricular tachycardia episodes due to oversensing which resulted in pacing inhibition. It was noted the patient was undergoing a procedure at the time of the episodes and there was no further oversensing observed following the procedure. No adverse patient effects were reported.